Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use cortisone cream on the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.